Manufacturer narrative:
G2: citation: authors: azari, s., liu, b., sarin, s., <(>&<)> jarrett, t.. Immediate and delayed migration of onyx embolisation into the renal collecting system. Bmj case reports 15(11) 2022. Doi:10.1136/bcr-2022-251637 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Azari s, liu b, sarin s, jarrett t. Immediate and delayed migration of onyx embolisation into the renal collecting system. Bmj case reports. 2022;15(11). Doi:10.1136/bcr-2022-251637 medtronic literature review found a report of patient complications in association with onyx liquid embolic. The purpose of this article was to present a case of onyx embolisation of a renal pseudoaneurysm following partial nephrectomy with collecting system involvement with subsequent migration of onyx into the renal collecting system resulting in renal obstruction. A patient with metastatic clear cell renal carcinoma underwent a left partial nephrectomy for what was at the time an endophytic clinical t1bn0m0 isolated renal mass requiring significant repair of the collecting system following tumour excision. Approximately 1 week after the operation, they presented to the emergency room with significant gross haematuria. CT angiogram identified a pseudoaneurysm at the surgical bed. The pseudoaneurysm and parent branch of the left renal artery were embolized using onyx. The patient¿s haematuria resolved within 24 hours postembolisation. They were persistently tachycardic and, 3 days later, was found to have a pulmonary embolism. The CT also showed a urine leak from the left kidney. A left ureteral catheter and foley catheter were placed. Interventional radiology placed a percutaneous drain into the urinoma, the ureteral catheter was removed, and they were discharged home with the drain. They subsequently developed flank pain. CT demonstrated a small urine leak and a metallic-appearing foreign body in the left ureter with similar imaging characteristics to the onyx liquid embolic. The foreign body measured 3070 hounsfield units (hu). The object in the ureter was extracted in two pieces using a basket. Pathology reported two fragments of black material consistent with onyx measuring 1.2 × 0.4 × 0.2 cm and 0.4 × 0.2 × 0.2 cm. Afterwards, the patient had had regular CT scans of the abdomen. These showed no hydronephrosis and no objects or stones in the renal collecting system, indicated that the ureteroscopy had successfull y cleared their collecting system. They presented to the emergency room again with left flank pain 8 years after embolisation. CT scan demonstrated a hyperdensity measuring 15 279 hu obstructing their left proximal ureter. It appeared similar to the onyx embolization in their renal artery, both of which created streak artefact on the CT. They were taken to the operating room the next day for ureteroscopy with laser lithotripsy. The foreign body was visualized under ureteroscopy and appeared to be covered in a layer of stone. A holmium laser was used to break the stone. Under the stone was a core of black substance consistent with onyx. The pieces were removed using basket extraction. The patient was said to be doing well and undergoing surveillance ultrasounds to ensure there is no further onyx migration.